Event description:
Doctor performing wedge resection of lung. Four of the endoscopic guns broke when he was using them. Small metal pieces came off from 3 of the 4 guns for the "reloads to the staplers". One piece metal (approx. 16 mm) retained in right chest per xray film.